Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer inspected the device restated it and performed extended self test, short self test and all test passed

Event description:
The customer reported that the ventilator generated an high internal o2 alarm. There was no patient involvement at the time the issue was discovered.